Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the site had manipulated the instruments in each hand and the endoscope. This caused a setup issue where the system thought the instrument was in a different position than it was being used. This caused the hand grip to reposition when arm was swapped to arm 2 and when the surgeon put his head in the viewer. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the site informed the technical support engineer (tse) that they experienced some issue with the left master tool manipulator (mtml), describing some drifting behavior. The site continued with the procedure using the same system configuration without further issues. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter explained that the issue occurred while they were attempting to manually reassign the finger clutches to the opposite hands.